Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that patient complained of serious double vision post bilateral lens implants. Reportedly, the patient had yag procedures in both eyes. The patient's doctor suggested he obtain eye glasses and reportedly the patient has a scheduled appointment with a specialist. This report pertains to the patient's left eye. Additional information has been requested, but no additional information has been received.

Manufacturer narrative:
Despite multiple attempts to obtain additional information, no additional information has been received. The lens remains implanted, therefore it is not available to be returned for evaluation. One retain sample from the same lot (023774) was inspected and all measurements were found to be within specifications. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined.